Event description:
Voluntary medwatch form received: mw5186522. It was reported that the lead was capped due to product performance issue. The lead is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
Voluntary medwatch form received: mw5186522. UDI is not available as product information was not provided.